Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like irritation with open blisters on her back. The patient was applying prescription silvadine ot the irritation. It is unknown if the silvadine was prescribed for the lifevest irritation or for an unrelated issue. During a follow-up the patient reported that she was using an unknown cream on the irritation, and the irritation had gone away.